Event description:
A voluntary MDR/medwatch report was received on 04/10/2026. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. According to information received via the maude database, on or around (B)(6) 2026, the patient reported that her cgm was displaying falsely elevated glucose values, which resulted in her omnipod insulin pump delivering excessive insulin. The patient stated that her sensor ¿had an issue,¿ after which she was unable to view cgm readings. The patient reported feeling symptoms consistent with hypoglycemia and checked her bg using a meter, which showed a reading of 48 mg/dl, while the cgm continued to display values around 120 mg/dl. The patient further stated that an emergency contact called to check on her due to concerns that she might lose consciousness, as she lives alone. She reported that she ¿needed assistance to make sure her blood sugar stabilized.¿ however, the patient did not specify the symptoms experienced, the type of assistance provided, or who provided the assistance. The patient expressed concern regarding the safety of the dexcom g7 device, stating that cgms are ¿a matter of life and death for diabetics.¿ she also expressed frustration that the dexcom g6 device is expected to be discontinued, leaving only the g7 available. Additionally, she stated that the g7 device ¿had been reported to be associated with serious adverse outcomes due to inaccurate readings.¿ data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. Voluntary MDR/medwatch report number mw5185007.